Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted message. Troubleshooting indicated that the camera complementary metal oxide semiconductor (cmos) battery had depleted by verifying the status in network device interface (ndi) toolbox. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), work order completed. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821r, lot number: (B)(6). It was reported that a check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .932mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.